Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (500 mcg/ml at 189 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2018 it was reported that the patient¿s pump had been refilled 2 weeks ago and everything was fine at that time. Today,the patient represented to the ed (emergency department) with withdrawal symptoms and the pump was critically alarming. The withdrawal symptoms and alarm began on (B)(6) 2018. A motor stall was seen at initial interrogation. The patient had not recently had an MRI. Per the event logs, a motor stall occurred on (B)(6) 2018 at 01:06 and then recovered at 06:03. It stalled again (B)(6) 2018 at 08:25 and then recovered on (B)(6) 2018 at 11:24. The pump stalled again on (B)(6) 2018 at 12:44 with no recovery noted. The pump eri (elective replacement indicator) was 14 months. They had ruled out all emi (electromagnetic interference) as the cause of the stalls and programmed the pump to minimum rate. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional via a company representative who reported that the patient¿s medical history included multiple sclerosis. The patient had gone to the ER (emergency room) on (B)(6) 2018 due to the pump alarm. The pump was turned to minimum rate and orals were provided. The patient returned to the ER over the weekend for possible seizure activity. It was unknown if the patient was compliant with the oral baclofen once the pump was set to minimum rate. The patient was wheelchair bound and dependent on family for all care. The patient was currently in the hospital and the pump was going to be replaced on (B)(6) 2018. The issue was not resolved at the time of this report. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.